Event description:
Additional information was received from the patients representative (pt rep). Pt rep called back and repeated information regarding the ins batteries depleting rapidly. Pt rep repeated that the patient's ins settings have always been high because of the severity of the patient's parkinson's tremor. The caller repeated that the patient was on hospice care in a care facility. The caller thought the ins batteries would need to be surgically replaced due to them depleting rapidly. The caller stated that they charge the ins batteries to 100%, then 1.5 days later they are down to 50%, then a day after that the programmer indicates the ins batteries are low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is in assisted living now for their parkinson's and when caller visits, 3 days a week they always charge the dbs but it seems like the batteries are depleting quicker than they used to, they noticed this a couple or 3 months ago. Caller said it goes from 50% but within a couple of days it is flashing a low. Caller asked if it was possible to get it up to 75 or 100 percent but in a couple of days it's down to 50%. Reviewed some parkinsons's dbs and recharging information and redirected to their healthcare provider to further address the issue. Caller said the patient has severe tremor they had their batteries replaced several years ago and wonder if it may be time to do that again but they are in a really hard place because pt is on hospice now. Caller asked about having a rep go to the assisted living facility a manufacturer representative (rep) did that once in the past. Reviewed the doctor at the assisted living can potentially page a rep. Caller said a few years ago doctor and rep said it looked like the battery would last until probably 2029.